Event description:
It was reported that the patient experienced an infection on the left side at the deep brain stimulator (dbs) burr hole and lead site. The patient was administered antibiotics and the infection seemed to have cleared. However, approximately a month later, the patient exhibited the infection again and a scab at the left dbs burr hole site. The patient had thin skin and the burr hole hardware was exposed under the scab. The patient was placed on antibiotics and underwent a procedure where the lead and burr hole cover were explanted. The cause of the infection was unknown. There were no reported issues postoperatively and the patient was recovering. The devices were retained by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-lead fixation, brand name: suretek, upn: m365db4600c0, model: db-4600c, serial: n/a, lot: 29238913.